Event description:
Pt was found in the northwest corner of the south physician's parking lot of the med ctr grounds on the evening of 4/26/94. Pt, a quadriplegic, ventilator dependant pt of the spinal cord injury unit, was found in an unresponsive and nonbreathing condition. Pt was found in his electric wheelchair equipped with a portable ventilator. The circumstances of pt's travel to the parking lot remain unknown and the cause of his change of condition also remain unexplained. In lab settings, the portable ventilator was in proper functioning condition.